Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history showed no activity related to the complaint of a piston issue. During testing, the pump performed the rewind, load cartridge, and prime sequence successfully. The piston was able to rewind and advance fully during testing. The complaint of a motor rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).